Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin pump. High pressure test was passed. Customer stated that they had received failed battery alarm. Customer stated blood glucose was 267 mg/dl they had bolus for breakfast, but then customers blood glucose went to 429 mg/dl. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was unknown. Customer stated drive support cap appears normal slightly indented. The insulin pump will not be returned for analysis.